Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo(B)(6) 2024. On )(B)(6) 2024 the lens was explanted due to glare/haloes. Reportedly, "the patient requests removal without further implantation." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).